Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported that the physician suspected the infection was related to related to patient practice, and specifically how the patient cleaned the incision, instead of due to the device or procedure. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.